Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the prograsp forceps instrument tip was noted to be bent and the instrument would not open. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was derailed, causing the grips to be yawed to one side. The one grip open cable was derailed from the force amp pulley. The grips cannot be straightened or open/close properly due to derailment. Additional observation not reported by site is main tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .060 - .175 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.